Manufacturer narrative:
Numerous attempts to contact the customer about the status of their defibrillation electrodes have been unsuccessful and no response appears to be forthcoming.  The electrodes have not been returned to physio-control for evaluation.  The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a set of quik-combo therapy electrodes only provided an intermittent connection to a female patient. Medical personnel observed an intermittent qrs complex on the device's display. As a result, defibrillation could have been delayed, or prevented, if it had been necessary. The patient was reported to have been unstable and required pacing therapy at the time of the event. Medical personnel changed out the therapy electrodes with another set and was able to treat the patient. No further details about the patient or the event were provided, including patient outcome. Additionally, the model of the device being used in conjunction with the therapy electrodes was not reported, but has been requested.